Manufacturer narrative:
Investigation activities: the device was not returned for analysis and the complaint as reported was not able to be confirmed device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion based on all available information, boston scientific has assigned an investigation conclusion code unable to exclude device problem.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended as it was fried during patients unknown surgery. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. No further information could be obtained despite good faith efforts. Additional information was received that the patient was also experiencing inadequate pain relief and difficulty connecting ipg to remote and clinician programmer (cp). The explanted device was discarded by the facility.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended as it was fried during patients' unknown surgery. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended as it was fried during patients unknown surgery. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. No further information could be obtained despite good faith efforts. Additional information was received that the patient was also experiencing inadequate pain relief and difficulty connecting ipg to remote and clinician programmer (cp). The explanted device was discarded by the facility.